Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a pressure test and a helium leak test. Based on the conducted investigations, no manufacturing related root cause could be determined.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon has burst longitudinally over a length of about 72 mm, starting about 2 mm proximal to the proximal radiopaque marker. Microscopic inspection of the balloon surface revealed scratches in close vicinity of the tear which have likely been caused by a hard, sharp-edged object such as e.g. Anatomical structure. Review of the product release documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is tested for air tightness by means of a helium leak test and a pressure test. We can therefore confirm that the device was delivered in a leakproof condition. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause for the complaint event is most likely related to the patients anatomy.

Event description:
A passeo-18 balloon catheter was selected for treatment of the tibial-peroneal trunk. During inflation, when the pressure reached 2 bar, the balloon ruptured. The patient was stable, no further actions were performed.